Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- medwatch report states: this is a 54 year old male with a history of a depuy asr hip system implant on (B)(6) 2008. On (B)(6) 2010: patient presented with recurrent bursitis in the right hip. Fluid was aspirated and blood was drawn for chromium serum levels. On (B)(6) 2010: patient presented with discomfort fro right total hip arthroplasty and related recurrent bursitis. Patient has an asr total hip replacement. Due to persistent symptoms he wishes to undergo a revision surgery for his right hip, which was done on (B)(6) 2010. Update 06/03/2011 - litigation papers received. There is no new additional information that would affect the investigation. Update 1/12/2012 - plaintiff¿s preliminary disclosure form was received, which identified correct side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. (Left side). Update 04/10/2013-sales rep reported revision surgery on left hip due to discomfort and elevated cocr serum levels. Date of revision was previously reported as 12/15/2010. There was no new information that would change the outcome of the investigation. Update 04/19/2013- plaintiff¿s preliminary disclosure form was received, which identified dor. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 01/08/2014. Update: 5/6/2015: ppd and medical records received. Ppd and medical records were received on 12/2/2013 with the alert date of 4/22/2013. These records were reviewed for MDR reportability on 5/6/2015. After review of the records the unknown stem is now being reported for the alleged high metal ions. No labs have been provided. The complaint was updated on 5/6/2015.